Manufacturer narrative:
Product analysis the device was flushed, (photo 3) and an 0.018¿ guidewire was loaded, an indeflator was attached to the device and the balloon was inflated to nominal pressure of 6atms, the balloon was then inflated to rated burst pressure (rbp) of 12atms, the balloon was then fully deflated in approximately 10 seconds, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure to treat a peripheral/endovenous lesion with moderate calcification in the mid superficial femoral artery, the percutaneous transluminal angioplasty chocolate 018 balloon exhibited deflation difficulties. The device was slow to deflate at the lesion site, and deflation issues were noted during subsequent inflation. During the fourth inflation, the nitinol constraining wire failed to retract into the balloon. The procedure was completed by replacing the device with a 6-80 cb. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: no damage was noted to the balloon catheter and no issues occurred during inflation. A pressure pump was used to deflate the balloon and was fully deflated normally for removal, with routine pressure release. The device was somewhat difficult to remove, but was ultimately successfully retrieved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.